Event description:
During the elective replacement of the ICD the physician discovered that the is1 connector of the rv lead was damaged. A new sense/pace lead was implanted and the defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.